Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported of intermittent sound on (B)(6) 2015, and no sound at all since (B)(6) 2015. A follow appointment with the surgeon is planned to take place in (B)(6) this year.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported of intermittent sound on (B)(6) 2015 and no sound at all since (B)(6) 2015. A follow appointment with the surgeon is planned to take place in (B)(6) this year. The patient was re-implanted with a vorp implant on (B)(6) 2015. It was stated on the device explantation report that the conductive link was found damaged before device removal and that it was also severed during explantation.